Manufacturer narrative:
H3. Investigation results - device information was not provided. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis. There is no other information available.

Manufacturer narrative:
Report numbers 1038671-2023-00418 and 1038671-2023-00421 for referenced revision. Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported via legal notification the patient underwent the second stage of the revision surgery on (B)(6) 2012. Patient's total knee replacement failed again, and patient subsequently underwent another left knee revision surgery on (B)(6) 2022, approximately 10 years 3 months post revision procedure. No device return anticipated due to this being a legal case. No further information.